Event description:
The centrifugal pump controller display unexpectedly went blank. The subject pump controller was not being employed during the cardiopulmonary bypass procedure, but was powered on as part of the larger heart-lung console. There were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Evaluation anticipated, but not yet begun.